Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anti-coagulation, including recommended inr values and the suggested anti-coagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, patient likely has some gastrointestinal (gi) bleeding in the setting of severe uremia and supratherapeutic inr. Hemoglobin (hgb) was slowly drifting down with melena (starting on (B)(6) 2018) and positive fecal occult blood. It was reported that patient likely experienced small bowel arteriovenous malformation (avm). The patient was started on octreotide and proton pump inhibitors (ppis). The patient was transfused with 3 packed red blood cells (prbc) and unspecified changes were made to the patient¿s medication. Additional information was requested, but was not provided.